Manufacturer narrative:
Review of the device image obtained revealed that the device entered backup mode operation due to code corruption. Upon receipt, the device was at end of service (eos). A longevity calculation was performed and found the battery depletion was normal based on the device usage. No output, battery voltage, current drain or telemetry anomalies were identified during bench testing. Based on the information received, the reported field event of backup vvi mode was confirmed, however, the cause of the code corruption could not be determined.

Event description:
During follow-up, the device was found to be in back-up vvi mode. Reprogramming attempts were unsuccessful as the battery voltage was too low. Premature battery depletion was suspected and the device was explanted and replaced. The patient was in stable condition.